Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pod8 pusher assembly; the pusher assembly was kinked approximately 5.0 and 95.0 cm from the proximal end; the coil was intact with the pusher assembly. Conclusions: evaluation of the returned devices revealed that the ruby coils, pod8 coils, and the non-penumbra device were damaged. The damage to the ruby coils and the pod8 coils likely occurred due to improper handling during use. If these devices were used with and advanced through a damaged microcatheter, it is likely that advancement issues may occur. These devices are 100% functionally tested and visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2015-01059, 3005168196-2015-01060, 3005168196-2015-01062.

Event description:
The patient was undergoing a coil embolization procedure in the right hypogastric artery using ruby coils and pod8 coils. During the procedure, the physician accessed the target vessel using another manufacturer's microcatheter. However, the physician was unable to advance two different ruby coils and two different pod8 coils through the microcatheter and they were removed along with the microcatheter. The procedure was completed using another manufacturers' vascular plug and microcatheter. There was no report of an adverse effect to the patient.